Event description:
The customer reported the ventilator ac power cord had thermal damage at the plug. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer verified that the plug was damaged and one prong was missing. The damage, as noted, may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate. The service engineer replaced the power cord to complete the repair. Applicable final testing was performed per operating specifications.